Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred at the end of therapy on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. However, the home patient (hp) did not have any symptoms. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and end the therapy. The ultra filtration (uf) for drain four equaled 2061ml and the fill volume (fv) equaled 2000ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.